Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-dec-2020. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('ache all over') in a 54-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), balance disorder ("loss of balance"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("recurrent tendinitis"), migraine ("migraines"), renal pain ("kidney pain") and fatigue ("always fatigued"). Essure treatment was not changed. At the time of the report, the pain and fatigue had not resolved and the balance disorder, musculoskeletal pain, tendonitis, migraine and renal pain had resolved. The reporter provided no causality assessment for balance disorder, fatigue, migraine, musculoskeletal pain, pain, renal pain and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 01-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('ache all over') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), balance disorder ("loss of balance"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("recurrent tendinitis"), migraine ("migraines"), renal pain ("kidney pain") and fatigue ("always fatigued"). Essure treatment was not changed. At the time of the report, the pain and fatigue had not resolved and the balance disorder, musculoskeletal pain, tendonitis, migraine, and renal pain had resolved. The reporter provided no causality assessment for balance disorder, fatigue, migraine, musculoskeletal pain, pain, renal pain, and tendonitis with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.